Event description:
Doctor first used cleaner on the venous side of the graft. Then proceeded to arterial side. White radio opaque tip broke off during use. Doctor followed dfu. When pulled cleaner out of pt, no tip was present. Ended in pt's arterial side of graft. Surgeon could not snare from this location after many attempts and pt lost flow in arterial side. Surgeon then gained access through the groin; after several attempts was able to snare tip using ensnare device. Doctor then used angiojet to declot pt. Pt suffered blood loss during the procedure and was admitted to the hospital.

Manufacturer narrative:
Complaint sample eval: the complaint sample was returned to rex for examination by the engineering team. Upon removing the device from its packaging, it was noticed immediately that the white radiopaque tip was broken off of the device. A further search of the packing material for the actual tip did not yield it so we could not examine the broken tip for its failure point. The device was activated and ran at a speed within spec with no issue. The remaining portion of the white radiopaque tip still spins freely on the metal tip portion of the device as per design. Retain device eval: there were three device retains kept from this lot of cleaner devices. Visual inspection under magnification of all retained device tips found no signs of improper molding of the tip or any points of tip weakness. Root cause: a definitive root cause as the failure of the radiopaque tip could not be determined based on the returned sample. Conclusion: rex medical will monitor for any future complaints of this nature.